Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was 168 mg/dl. The customer was assisted with troubleshooting. The customer stated that they cannot hear the alarms and not hearing the beeps. The customer stated that the audio options of menu in the insulin pump was set to audio. Customer reports they did not hear beeps when audio volume settings were saved. The device will be return for analysis.